Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes micro- processor reset. Dashes (---) were noted for multiple parameters. Return to standard and reprogramming did not alleviate the dashes. Therefore, the device was replaced.